Event description:
On 4/13/96 rptr was prepared for a crown. Before visit was told a single area impression would be taken. Instead a second impression of half the mouth was done. When assistant put in the material in the mouth they said it would burn and it had to be held for 5 mins. They were blowing cool air in rptr's mouth as rptr choked, felt burning in her throat and eyes teared from fumes. After removal given a glass of water and couldn't stop coughing as throat burned. Rptr got 8 blisters on the side of the tongue and tongue was raw like a piece of raw meat. Throat felt dry, burned and swollen inside. Voice not the same and cont'd to get hoarse. Was in excruciating pain and could not eat, drink, or talk. Rptr still is getting hoarse and voice is not the same. Something is wrong, rptr is allergic to impression material and cement used for crown.